Manufacturer narrative:
The ceramic supplier on (B)(6) 2025: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect or non-conformities regarding sterilisation. Visual inspection performed by medacta hip r&d project managers: femoral components. Looking at the explanted stem body some signs of minor damage and scratches are present on boh the neck and the body of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. The root cause of implant failure is unknown. Acetabular components: a visible dirt part tissue, maybe infected tissue, was noticed between the liner and cup. From the received parts it is not possible to determine the root cause of the event. Additional components involved (from competitors): implants from ceramtec 38.49.7179.275.00 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 640710. Implants from ceramtec 38.49.7188.545.20 ceramic liner ø 36 / e lot. 640064. Parts modified/added: b5, d9 and h3, visual inspection, supplier analysis (document review).

Event description:
Revision surgery for hip infection on (B)(6) 2024, date of primary is unknown but it was in 2010. All devices revised successfully.

Event description:
Revision surgery for hip infection on the (B)(6) 2024, date of primary is unknown. All devices revised successfully. Head and liner references and lot are unknown.

Manufacturer narrative:
Batch review performed on 1 july 2024. Lot 100299: (B)(4) items manufactured and released on 22-mar-2010. Expiration date: 2015-15-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised. Batch review performed on 1 july 2024 on cup: versafitcup cc trio 01.26.56mbt acetabular shell cc ø 56 () lot. 100344. Lot 100344: (B)(4) items manufactured and released on 14-may-2010. Expiration date: 2015-30-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Device not marketed in us.